Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 468 mg/dl at the time of incident. The customer declined to troubleshoot. The customer stated that they were able to bolus after replacing the infusion set. The insulin pump will not be returned for analysis.